Manufacturer narrative:
Returned to manufacturer: 26-jun-2018. (B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.95mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -11.0 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found no visible damage to the lens. Claim# (B)(4).